Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported by the patient that they possibly have right ventricular pacing-induced cardiomyopathy. The patient suddenly developed 3rd degree atrioventricular block and a pacemaker was implanted. The ejection fraction was normal prior to implant and is now 40%. Pacing went from 3-5% to nearly 100% within a few weeks. The patient is working with health professionals, some of whom think the heart issues occurred too fast for it to be caused by the pacemaker, and that there may be a potential viral infection. A further echocardiogram will be performed in two months. The device remains in use. No further patient complications have been reported as a result of this event.